Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, she changed the infusion set and reservoir and received a no delivery alarm again. Blood glucose value is unknown. The customer had completed troubleshooting earlier that day. Customer stated she had not tried different cannula lengths, insulin is not expired or denatured, she does rotate sites and avoids scar tissue and the tubing was not bent or kinked. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.